Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, no aspiration was experienced along with excessive occlusion alarms in ia (irrigation/aspiration) mode. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate any reported issues. The system was then tested and met all product specifications. The handpiece catalog and serial number were not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The customer did not retain a cassette pak sample for this complaint report and functional testing could not be conducted. The lot number specific to this event is not known; therefore, lot history and the device history record (DHR) review was not possible. The operator's manual provides the following in regard to loss of aspiration/suction issues: insufficient aspiration. Probable cause: 1. Loose blue luer fittings; 2. Damaged o-ring (ultraflow I/a handpiece only); 3. Clogged tip; 4. Kinked or damaged tubing; 5. Cracked blue fitting. Recommended solutions: 1. Reconnect securely; 2. Inspect o-ring and replace, as necessary; 3. Flush tip with sterile water or bss sterile irrigation solution. Retest. Replace tip. Retest; 4. Check tubing and/or replace fms; 5. Check fitting and/or replace fms. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).